Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated that wireless telemetry was unable to be established. The quick look observation states: wireless telemetry no longer available with this device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the wireless telemetry of the ICD was still disabled after the patient attempted to send a manual transmission. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated that wireless telemetry was unable to be established. The quick look observation states: wireless telemetry no longer available with this device. (B)(4)

Event description:
It was reported that during the implant procedure, a loss of wireless telemetry was observed and remote transmissions could not be performed by the device. It was noted a "device circuit error" occurred and the implantable cardioverter defibrillator (ICD)lso exhibited a low battery voltage. The ICD was implanted and remains in use. No patient complications have been reported as a result of this event.